Event description:
Procedure: cholecystectomy. According to the reporter, the surgeon placed the bag inside the pt to retrieve the gall bladder. Once the gallbladder was placed inside the bag, the surgeon pulled the entire handle with the bag out the port site without pulling the green release ring. The bag did not tear away from the handle. The surgeon proceeded to cut the bag from the handle using scissors. No tissue loss. No extension of incision more than 1 in. No blood loss greater than 500 cc. Delay was over 30 minutes, unk at this time whether the pt suffered any adverse events as a result. Unk if any device fragments fell into the pt cavity. Dr (B)(6) looked for possible fragments inside the pt but was unable to find any.

Manufacturer narrative:
(B)(4).